Event description:
It was reported that an error message was received upon power up. Cycling power and running the service disk did not clear the error. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to confirm the reported error. Analysis found the programmer would not boot past the medtronic logo screen; a printed circuit board assembly found out of electrical specification. Analysis also found the system fan is noisy. (B)(4).